Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/28/2016 with the following findings: the battery compartment was cracked to the left of the bumper. There was a crack in the corner of the display lens. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment and display lens were cracked. This report is made based on results of investigation completed on 01/28/2016.